Event description:
Customer reported receiving erratic readings on their freestyle blood glucose meter. Customer reported receiving readings of 133 mg/dl and 424 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on the parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.